Manufacturer narrative:
E1: initial reporter phone number is (B)(6). Upon receipt at our post market quality assurance laboratory, the referenced faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that procedure was going on for a while and after the catheter was exchanged, air was aspirated in the syringe. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product was received for analysis. 20aug2025: gfe response received- no fluid leak or air in patient was noticed. Air leak was seen through 3way-stopcock.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. E1: initial reporter phone number is (B)(6). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that procedure was going on for a while and after the catheter was exchanged, air was aspirated in the syringe. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned. It was further reported that no fluid leak or air in patient was noticed. Air leak was seen through the three-way-stopcock.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath clear was selected for use. It has been mentioned that procedure was going on for a while and after the catheter was exchanged, air was aspirated in the syringe. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6). The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.